Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced seizure and was able to self-treat with "chocolate sugar", before receiving third-party treatment sugar by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: section d4 (serial no) & (UDI) were updated based on the returned product. Section d4 (device expiry date) & h4 (device mf date) were updated based on the returned product download. Sensor 0dk7pfyur has been returned and investigated. Visual inspection has been performed and no issues have been observed on sensor patch. Data was downloaded successfully. The sensor was found to be in sensor state 8 (indicating error termination) and with a brownout error internally logged (event 130 with extended code 129). An extended investigation was conducted. Performed a visual inspection on the returned puck and no abnormalities or signs of misuse were observed. The sensor data was analyzed, and it was determined that the returned puck terminated due to a brownout event. The returned sensor puck was de-cased. Performed a visual inspection on the de-cased puck, and contamination due to liquid ingress was observed. The contamination indicated that the puck experienced liquid ingress as a result of a leak path. Therefore, this issue is confirmed to a brown out due to liquid ingress. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced seizure and was able to self-treat with "chocolate sugar", before receiving third-party treatment sugar by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was populated as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.